Manufacturer narrative:
It was reported to abbott that the patient passed away from a stroke following the scs implant procedure. The patient was reported to have significant cardiac history. It is unknown if the stroke occurred during or after the procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient passed away from a stroke following the scs implant procedure. The patient was reported to have significant cardiac history. It is unknown if the stroke occurred during or after the procedure.